Event description:
It was reported that during a cryo ablation procedure, loss of phrenic nerve capture was observed. Multiple attempts made to regain pacing capture of the right phrenic nerve were unsuccessful. The patient was intubated. The case was completed with cryo. No further patient complications have been reported as a result of this event.